Event description:
An initial report was received from a dealer who reported he was prepping the chair for delivery and the top of the magnet on the elevate actuator popped off as he was bringing the elevate down. It was learned in speaking with the reporter that the end user was present at the time of the incident. No injury.

Manufacturer narrative:
(B)(4) model m61r, serial number/date (B)(4) is approximately a month old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The complaint is not confirmed.